Event description:
Same case as MDR ID:2134265-2015-04149. It was reported that the burr became stuck on the wire. A 1.50mm rotalink¿ plus and a rotawire were selected for treatment. Upon withdrawal of the devices after ablation, the physician observed that the rotawire was kinked. The rotablator and the rotawire were then pulled out together from the patient. The physician was also unable to separate the burr and the rotawire outside the patient¿s body. The procedure was completed with this device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).